Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged that the pump had moisture ingress and had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following results: a review of the black box showed a sudden voltage drop leading to low battery warning and replace battery alarms on (B)(4) 2014. The battery compartment was cracked and evidence of moisture corrosion was found in the compartment. The pump failed a leak test. The battery cap was able to securely tighten on to the pump and maintain an electrical connection. The current draws were found to be in specifications. The pump was exercised with no overheating or alarms or warnings. The pump cover was opened and no internal defects were found.